Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A clinical director reported during the left eye customized excimer laser treatment, the eye tracking quality would not increase beyond approximately twenty percent. Reporter indicated when treatment was initialized; tracking would immediately drop to zero and stop the procedure. Adjustments were made to illumination of the room and laser with no resolution, at which time surgeon opted to turn off the eye tracker and performed the treatment. At one day post operative visit, reporter stated no tissue or flap abnormality was observed. The patient lives about two hours away and is being monitored post operative by an experienced affiliate. Upon follow up, the affiliate indicated to surgeon at one week post operative visit the patient was mildly blurred; however, this is a reasonable level considering her initial pre operative prescription. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the log file confirmed the eye tracker was deactivated by the customer for this treatment. A review of the technical service on site history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the treatment. Root cause for eye tracker issue is unknown. Most possible root cause is room and instrument illumination adjustment. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.